Manufacturer narrative:
Event date is unknown.

Event description:
It was reported that the patient lost weight and the ipg site became painful. As a result, the system was explanted on (B)(6) 2021.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.